Event description:
A non-healthcare professional reported that during the creation of the corneal flap the suction was broke and the surgeon repeated the cut and lifted the flap and noticed that stromal bed was irregular in the left eye during refractive surgery. Surgeon laid the flap back down and did not complete the treatment on the excimer the procedure was not completed, and medical intervention was required.

Manufacturer narrative:
Additional information provided in b.5., d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior the day of event. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. The device meets specification as per service installation record. No associated service visit for the reported event could be identified. Provided logfiles did not contain data for the reported event date. New logfiles were requested but could not be provided. Therefore, logfile review could not be performed. No complaint-related product is expected to return for investigation. No technical root cause was identified as the product was found to be within specifications. The root cause could be determined as patient condition related (patient moved) and user handling (assuring a stable suction and avoiding pseudo-suction). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the creation of the corneal flap, suction was broke. The surgeon re-applied suction and proceeded to repeat the flap creation. Upon lifting the flap, an irregular stromal bed was observed, that there were almost two flaps, so, the surgeon laid the flap back down and didn't complete the treatment. And additional surgical intervention occurred in the left eye during refractive surgery. Surgeon not going to re-attempt to lift the flap or switch to photo refractive keratectomy, completely aborted the treatment. The procedure was not completed.